Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose value of 277 mg/dl and rising arrows about one hour after eating and without meal announcing; the user was advised to wait another hour, after which glucose decreased to 120 mg/dl, and no additional assistance was needed. Symptoms included hyperglycemia with associated nausea and urinary frequency. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; device-related assessment was limited due to insufficient information, and no specific device component involvement was identified given insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.